Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e4 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 70 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage d. It was reported the patient was coagulopathic after heparin administration for the procedure, and remained coagulopathic while receiving support from the cp in the intensive care unit. On unknown days, heparin was reversed and the patient received an unknown amount or type of blood products. On day 8 of support, the patient was bridged to impella 5.5. Thrombocytopenia is a known risk associated with impella cp as described in the instructions for use.